Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was noted that during removal of hardware of ankle, two separate screwdriver tips broke off into two separate screws. One piece was able to be removed, however the other remained in the screw and thus remained in the patient. This prolonged the surgery which required additional anesthesia to be administered while the surgeon attempted to remove the broken pieces.